Event description:
The PICC line snapped and traveled into the pt's heart. It was retrieved in the interventional radiology dept. This may have occurred during dressing change; the PICC line may have been cut with scissors.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.